Event description:
It was reported that a pericardial effusion was experienced. During a procedure with an intellamap orion catheter, while mapping the left atrium (la) the physician initially appeared to have mapped the right superior pulmonary vein (rspv). The vein seemed to have a narrow ostium and he advanced the orion through and into what seemed to be the rspv. After roughly 20 minutes of mapping and completing the la anatomy, it appeared that the initial space mapped was not the rspv. The physician immediately checked and observed a pericardial effusion. Protamine was given and a pericadiocentesis was performed. Approximately 60cc's of fluid was removed. The anesthesiologist noticed a drop in blood pressure after transeptal and the pressure remained stable while mapping the left atrium. The patient was stable when leaving the electrophysiology (ep) lab, did not require surgery and was discharged without further issues.

Manufacturer narrative:
The device was returned for analysis. Inspection showed no visible abnormalities. The electrical test was performed and the device passed the test. The device passed the curving test. There was no issue with deploying the array. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a pericardial effusion was experienced. During a procedure with an intellamap orion catheter, while mapping the left atrium (la) the physician initially appeared to have mapped the right superior pulmonary vein (rspv). The vein seemed to have a narrow ostium and he advanced the orion through and into what seemed to be the rspv. After roughly 20 minutes of mapping and completing the la anatomy, it appeared that the initial space mapped was not the rspv. The physician immediately checked and observed a pericardial effusion. Protamine was given and a pericardiocentesis was performed. Approximately 60cc's of fluid was removed. The anesthesiologist noticed a drop in blood pressure after transeptal and the pressure remained stable while mapping the left atrium. The patient was stable when leaving the electrophysiology (ep) lab, did not require surgery and was discharged without further issues. It was further reported that the orion and a non-boston scientific coronary sinus (cs) catheter were in the body. The physician believed the orion was the cause of the event. A little resistance was felt maneuvering both the sheath and orion catheter.

Event description:
It was reported that a pericardial effusion was experienced. During a procedure with an intellamap orion catheter, while mapping the left atrium (la) the physician initially appeared to have mapped the right superior pulmonary vein (rspv). The vein seemed to have a narrow ostium and he advanced the orion through and into what seemed to be the rspv. After roughly 20 minutes of mapping and completing the la anatomy, it appeared that the initial space mapped was not the rspv. The physician immediately checked and observed a pericardial effusion. Protamine was given and a pericadiocentesis was performed. Approximately 60cc's of fluid was removed. The anesthesiologist noticed a drop in blood pressure after transeptal and the pressure remained stable while mapping the left atrium. The patient was stable when leaving the electrophysiology (ep) lab, did not require surgery and was discharged without further issues. It was further reported that the orion and a non-boston scientific coronary sinus (cs) catheter were in the body. The physician believed the orion was the cause of the event. A little resistance was felt maneuvering both the sheath and orion catheter.